Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Unfortunately, we did not receive the sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue.

Event description:
It was reported that there is a discrepancy between the transducer's arterial blood pressure and the cuff blood pressure. It was also stated that they are using the vamp adult kit. It was indicated that there has been no change with their practice in regards to the arterial line care except the new transducers. Furthermore, it was claimed that the diastolic bps and the maps are about 20-25 higher that the cuff pressure. There are no patient complications reported.